Event description:
A patient initially reported an issue with the touchscreen responsiveness of a pump, which was followed by a malfunction alert. No notable events occurred prior to this malfunction, and there was no adverse impact on the customer's blood glucose level. Technical support assisted the patient with resetting the pump, resolving the malfunction issue. However, the touchscreen interaction problem persisted, leading to a decision to replace the pump.